Manufacturer narrative:
The event occurred in (B)(6).while this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
It was reported that the patient's meter read 56 mg/dl. An unknown amount of time later, the patient was tested at the hospital and received a reading of hi on the hospital's meter. No adverse event was reported. Return of suspect device was requested and replacement was sent.